Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic got trapped during implantation necessitating lens explantation. The product was retained and returned to rayner for evaluation. Product inspection was completed on 10th august 2021 and our findings are as follows; preliminary inspection of the injector showed that the plunger soft tip has extended beyond the end of the nozzle supporting that the claim of the lens becoming trapped during injection. The flaps were closed and confirmed to have been fully secured. Evidence of viscoelastic use was also observed. To facilitate further testing of the device, the injector was disassembled, and its parts were inspected under 10x magnification. This inspection showed that there was no damage to the injector plunger or to the nozzle; however, a piece of iol haptic was identified within the nozzle. The explanted iol was not returned to rayner. Testing of the returned injector was carried out with 1x rayone aspheric rao600c +23.0 d from rayner's stock. The lens was loaded and injected as per the IFU. Injection was not successful, with the lens becoming stuck in the nozzle. A methylene blue dye test was performed on the injector nozzle which identified an irregularity in the nozzle coating (which can be an artefact of a lens becoming trapped in the injector). The irregularity in the nozzle coating may be a contributory and/or causative factor of the haptic becoming trapped in the injector in this case. Nozzles are produced in significantly larger quantities (around 1000 nozzles per batch) than batches of rayner iols. Each batch of nozzles are subject to inspection as per acceptance quality limits (aql). In accordance with the standard, a percentage of a full batch of nozzles are visually inspected under x10 magnification at goods in prior to being accepted into the manufacturing process. They then undergo further inspection during manufacture as described below. In addition to the multi-stage 100% inspection performed throughout our manufacturing process, one sample product from every batch is removed for qa batch control testing. This includes injection testing whereby injection performance, lens orientation and injector/lens condition post-injection is evaluated prior to the batch being released for distribution. Our records confirm that this check was completed for the rayone emv rao200e batch 041169041 without incident.

Event description:
On 2nd august 2021, rayner intraocular lenses limited received a product return marked as "faulty" from a (B)(6) healthcare facility. Follow-up with the healthcare facility identified that the haptic had broken during implantation resulting in the lens being cut and explanted.